Event description:
It was reported that the right atrial (ra) lead dislodged, had small p waves, and was oversensing ventricular signals. Multiple attempts to reposition were unsuccessful, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that electrical resistance and cross continuity test results were within specifications. According to the amount of blood ingression, the insulation breach might have happened at the implant and was possibly related to the electrical complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.